Event description:
Routine complaints investigation confirms a falsely high blood glucose reading compared to lab blood glucose results. Analysis indicated that this malfunction, were it to recur for certain pts, under certain conditions, could result in serious adverse clinical effects to the user of the system. No injuries were reported in the field.